Event description:
It was reported that a pump malfunction occurred while the caller was updating the pump. The caller confirmed that the issue did not cause the blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The caller attempted multiple methods to turn off the pump but was unsuccessful. Technical support intervened and agreed to replace the pump. The customer was instructed to allow the battery to deplete before returning the pump, and they acknowledged the steps necessary for using the replacement pump. A backup insulin pump would be used in the interim to ensure continuous insulin delivery.